Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included the addition of the "unable to place or position/positioning failure" code as it was noted good position could not be achieved; decision made to explant/abort the procedure. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad). During the procedure, cannula kinking occurred within the body, preventing the team from achieving adequate device position. After multiple unsuccessful attempts to correct the positioning, the physician made the decision to abort the placement and explant the pump. The patient was subsequently cannulated for ECMO for ongoing circulatory support. The reported events include product damage, medical device removal, additional device required and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details and no product return. The cause of the cannula product damage (kink) was not determined due to insufficient clinical information and no product return. The cause of the positioning issue was not determined due to insufficient clinical details and no product return.